Manufacturer narrative:
Manufacturer reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). The complaint device was not returned for evaluation. A device history review indicated that the product underwent final inspection testing and was found acceptable. No physical product was returned, so no product investigation could be performed, and the reported failure could not be evaluated. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4 mm x 23 mm no tip (product code: encr402300, lot number 9095776) was advanced to the target position and released, but three distal markers converged and could not be opened or expanded as intended. The physician retracted and attempted to redeploy the stent, observing from multiple angles, but the distal markers still failed to open completely. The stent was then retracted and replaced with a new device to complete the surgery. There was no reported patient consequence or involvement, and no observable clinical symptoms were identified.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 08-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. The vessel was in good condition at the stent open site. There was no intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The procedure was delayed/prolonged due to the event by 5 to 10 minutes, resulting in no patient adverse consequence. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.